Manufacturer narrative:
Additional FDA product code: kra: catheter, continuous flush the devices will not be returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. The instructions for use (IFU) includes the following warning: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the were multiple previous events where the balloon would not deflate. The doctor would fill the balloon up with contrast and then when attempting to deflate, it would not deflate. The doctor would then dilute it and try to deflate it, and it will not go down. There was no allegation of patient injury. Devices not available for return.